Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the surgeon used a tct75 to transect bowel. A tcr75 was put in the stapler for the second firing and the stapler would not fire. From the visual examination it appears that the load locked out.